Event description:
Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with infection at the ipg site. Physician prescribed antibiotics.